Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 6 april 2020: lot 180415: (B)(4) items manufactured and released on 25-may-2018. Expiration date: 2023-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported. Additional implant involved: gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416) lot. 1901857. Batch review performed by medacta regualtory affairs department on 6 april 2020: lot 1901857: (B)(4) items manufactured and released on 10-jul-2019. Expiration date: 2024-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported. Additional implant involved: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 1903518. Batch review performed by medacta regualtory affairs department on 6 april 2020: lot 1903518: (B)(4) items manufactured and released on 20-sep-2019. Expiration date: 2024-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported. Additional implant involved: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 1903586. Batch review performed by medacta regualtory affairs department on 6 april 2020: lot 1903586: (B)(4) items manufactured and released on 03-jul-2019. Expiration date: 2024-06-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported.

Event description:
The patient came in after 5 months from the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted spacer with antibiotic cement.